Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a blank display after changing their battery. Customer reported they would have a full display, then half display, then a blank display would occur. Customer stated they did not drop or bump the insulin pump. Customer also reported the insulin pump was exposed to sweat from the customer's hand. The customer's battery compartment and contacts on their battery cap were also not damaged or corroded. Troubleshooting was unable to recover the customer's display by inserting a new battery. It was also found the insulin pump passed a self-test during troubleshooting. Customer's blood glucose was 135 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation, and was received with operating currents within specification. The pump was monitored and no blank display anomalies were noted. No battery out limit alarms were noted. The pump had no traces of moisture. However, the pump had minor scratches on lcd window, and a cracked case at the display window corners.